Event description:
It was reported that during an investigation on (B)(6) 2022, during a novasure procedure the physician received a vacuum alarm. The physician decided to switch to a second device and the procedure was completed. No harm to the patient was reported. The product was received for investigation and on august 18th, 2022, it was observed that a hole was found in one face of the array. The hole found shows loss of continuity of the mesh of the array and all the internal metallic system (internal flexure and hypotube) are not centered bit tilted to one side. Functional testing was performed on eap and no array position sign could be obtained. Cia test passed. Ablation test was conducted and stopped at 29s with an array position error but completed with a second ablation run. No other information is available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.